Event description:
The reporter indicated the surgeon implanted an evo icl implantable collamer lens, into a patients eye and reported a hyperopic outcome with 20/40 va at 1 week post-op. The surgeon will monitor the eye and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient information: unk. Date of event: unk. Expiration date unk implant date: unk. Explant date: unk. Device manufacture date: unk. (B)(4).

Manufacturer narrative:
B5: the patient was hyperopic on day 1 and at the one week mark. I just saw her yesterday at the 1 month mark and she is doing much better. The eye that was hyperopic is now about a +0.25 - 0.75 and is 20 /25 uncorrected so I am not planning on doing anything right now. I will see her in 2 more months and I may need to address her residual cylinder with lasik, although she is pretty thrilled about her vision so I may leave it alone. Claim #(B)(4).